Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 56 x 45 mm abdominal aortic aneurysm. The aortic neck was 4.5 cm long, its diameter was 22 mm proximally and 25 mm distally. The access vessels were large and were bigger distally. It was reported that the bifurcated stent graft was successfully implanted and the pig tail was thought to have been inserted inside the contralateral gate and spun. The contralateral limb was inserted and after 4 cm of stent graft was deployed, it was realized that the limb was being deployed outside the contralateral gate. The physician took a picture from the other side and confirmed that the limb was outside the gate. The delivery system was pulled down 4 cm followed by deployment of the remainder of the stent graft. This resulted in covering of the right hypogastric artery. An additional iliac limb was implanted to bridge the contralateral limb within the contralateral gate of the bifurcated stent graft. There was a good outcome of the procedure and good flow. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Results: occlusion. Contralateral limb deployed outside the gate. Required intervention.